Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the prosthesis had to be removed after 5 years as the glenoid sphere became loosened. No further information received. Update dw 11-mar-2024: further information were provided that only the glenosphere became loosened. The plate and screws did not have any issues but were replaced during the revision including the inlay and the glenosphere.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9503l-03c batch 170005110 was received for investigation. Functional testing could not be conducted as the device was damaged. The visual inspection revealed that the material of the device had degraded. The most likely cause of the reported failure is a particular patient event. According to dfu-0189-1 at revision 0. Precautions. 7. Deformation of the operative site, which can prevent or impede anchoring of the implant. 9. Allergic reactions to implant materials.